Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced no audio output on the receiver, in addition to an adverse event that occurred. The patient stated she had a hypoglycemic event due to no audio. The patient reported that on (B)(6) 2017 she was on the phone with her roommate, when her roommate informed the patient that she was slurring her words and she should check her blood glucose (bg). The patient recorded her bg level at 25mg/dl. The patient stated that she had not received any of her low alerts via the receiver. The patient drank (B)(4) and sat down until bg stabilized. The patient went to doctor the next day on (B)(6) 2017, to upload data and look over the receiver. The patient's physician advised the patient to contact dexcom to replace receiver due to in warranty. At time of contact the patient's condition was stable. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.